Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that their implant was not working properly and was not giving them the therapeutic relief they were looking for since it was implanted. Caller added that they lost their controller, but the implant was shut off prior to that. Caller explained that they have an upcoming surgery to have the implant removed. Caller requested a  manufacturer representative (rep) be present at the procedure. Agent reviewed information including lost/stolen replacement process. Agent sent email to reps for visibility and provided national answering service (nas) number for their healthcare provider to page a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.